Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head came loose from the attachment and ended up in my mouth - oral-b [device breakage]. Brush head came loose from the attachment - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that when they were brushing their teeth, the oral-b toothbrush head came loose from the oral-b toothbrush attachment and ended up in their mouth. No injury was reported.